Event description:
Interventional wire coating sheared off and tangled while in patient coronary artery. The device became coiled around other wire/equipment. Eventually it came out intact but unraveled, and patient injury could have occurred. Manufacturer response for gaia 3rd, gaia (per site reporter): the vendor has been in contact with us.